Manufacturer narrative:
One presep oligon triple lumen 20cm catheter was received with the 0.032" guidewire stuck inside the distal lumen. The reported defect of damaged guidewire was confirmed. The outer coil wire on the straight tip end was uncoiled, extending out of the distal hub. There is 35cm extending out of the catheter tip area that had not uncoiled. The guidewire was removed by pushing it tip to hub direction. Further examination found the inner wire to be broken in half 5cm from the straight tip end. The outer coil wire had unraveled over a total of 11cm on the straight tip end of the wire. There are no missing components of the wire. The catheter was found to have a kink 2cm proximal of the catheter tip. A new 0.032" guidewire was passed through the distal lumen without any abnormalities. Although the reported defect was confirmed, there was no evidence of a manufacturing defect found during the evaluation. There is no procedural factors that may have contributed to this reported event.

Manufacturer narrative:
A device history record review was completed and documented that the device met specifications upon distribution.expiration date: 11/01/2011approximate age of device: 8 monthsdevice manufacture date: 05/18/2010

Event description:
It was reported that the guidewire had kinked, approximately the entire length of the guidewire. This occurred during the middle of the procedure, new guidewire was inserted and there was no other problem. It was stated that the guidewire did not appear to be split. There was no patient complications.